Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon evaluation, the metallic dome was shifted off of the switch contacts in the rear response button. The cause of the non-functional response buttons is the lack of contact between the dome and the switch contacts. The root cause of the lack of contact cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the response buttons on a (B)(6) patient's monitor were non-functional.